Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: luminal thrombus and pannus obstructing the inflow cannula. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: luminal thrombus and pannus obstructing the inflow cannula. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention: implant device type: lvad. Malfunction device type:.